Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump repeatedly stopped dosing and displayed alert 38 indicating a consecutive motor stall, during which the user¿s blood glucose reached 340 mg/dl; the user noted difficulty inserting a previously overfilled cartridge, and a guided restart, dry run to 120 units, and supply change with a new cartridge and cd infusion set resolved the alarms and dosing resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no definitive findings, with insufficient information to identify a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.